Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was very difficult to cross lesion, and it was stuck at stent edge. Image disappeared when it was forced to insert. Procedure was completed with a new one.

Manufacturer narrative:
During investigation, visible bloodstains were observed inside the telescope, and distal tip assembly. It was observed that the guidewire exit port was lifted. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during the procedure was not returned. A guidewire (0.014") was inserted, and there was no indication of any resistance for tracking the guidewire. Furthermore, upon image characterization testing, no image appeared in the system due to imaging core wind up in the hub and telescope assembly. No kink was observed in the sheath assembly. On 04/12/06, boston scientific issue a safety alert to customers to this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance and seemed appropriate to further mitigate pt risk.